Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. The patient was cancelling out treatment and noticed solution inside the cassette door. The patient was in drain but is unsure of which drain. Nurse at patient¿s clinic states that patient did not receive any antibiotics and has had no ill effects. The sample was discarded; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material and process controls were within specs.